Manufacturer narrative:
The insulin pump was received with button error alarm and no button response due to flattened act button dome switch, cracked display window corners, cracked reservoir tube lip, missing end cap sticker. Unable to performed the displacement test due to keypad anomaly. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was returned without authorization and without any communication regarding the reason for the return. When the insulin pump was given to the representative it was stated that the insulin pump had alarmed button error. Nothing further was reported.